Event description:
It was reported that patient underwent an explant procedure due to unknown reasons. Additional information was received that the explanted devices were not returned. No further information has been obtained despite good faith efforts.

Event description:
It was reported that patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 21210347.